Event description:
It was reported that the cause was unknown but that it was likely user error in holding down the button on the handswitch long enough.

Manufacturer narrative:
Additional information received event has been updated. D10/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576, serial/lot #: rev. 2 : s/n (B)(6) product ID: bi71000542, none the system was serviced in the field and the starter board was replaced and the oil was checked. The system passed all tests and was performing as intended. Codes b01, c02, c07 and d02 are applicable. The starter board was returned however analysis has not been completed yet. Codes b21, c21 and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2:additional information in a1 additional information is section e aro investigation information: the investigation concluded that the issue was due to hardware. Starter board bi-710-00576 component replaced to resolve per wo00823819. Estimated absorbed or effective dose is 2d: 13.51 + 6.60 = 20.11 mgy 3d: (1223.5*0.017)+(549.21*0.017)= 30.14 msv number of people exposed: 1 - patient h3: the starter kit was tested and it was noted that they were unable to confirm reported complaint, they installed the starter into a test system for several days. When they turned the system on, it booted and readied each time power was cycled on. Multiple 2d and 3d images were performed and were successful. No errors were observed while testing. No problem found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No analysis has been provided at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that the site is complaining that when they try to take a spin they get early termination of spin no matter how long they hold down the button. There was no reported harm to the patient present and less than one hour of delay. Imaging was aborted, but the procedure and navigation was continued.